Event description:
On 5/27/1998, 4cm straight colorado bovie tip apparently developed hole in insulation during cautery of right hemiglossectomy for squamous cell carcinoma of the tongue, pt. Received approx. 3cm 3rd degree burn to lower lip. Grounding pad was in place to left anterior thigh.